Event description:
It was reported that during interrogation the programmer began to smell like something was burning. Shortly after, smoke commenced to come out the programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.